Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart mrx failed the charge shock failure auto test and opcheck. There was no pt involvement.